Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 22, 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was not holding charge. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 1:30pm on (B)(6). The patient manages their diabetes with insulin with no adjustments. The patient denied developing any symptoms. The patient reported self-administering an unknown dose of insulin at the same time the product issue began. The patient denied testing on any other device. At the time of troubleshooting the cca confirmed that this was a recurring issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not report any symptoms and did not report any medical treatment beyond their usual diabetes management. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.